Event description:
Customer is receiving err 1 or err 3 on monitor. It seems the cuff isn't getting enough air. Customer checked the hose and no air leakage found, changed the batteries, and the monitor still isn't working correctly.